Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic on (B)(6) 2019 for non-invasive program stimulation (nips) procedure and during the procedure the patient had reported IV (intravenous) peripheral infiltrated therefore heparin subtherapeutic and heparin dose increased. The patient suffered a hemorrhage stroke due to high ptt while on heparin. The patient had left sided weakness and slurred speech. The patient¿s partial thromboplastin time (ptt) was greater than 150 and remained greater than 150 on (B)(6) 2019 am ptt >150 inr 2.2 with no intervention at that time. That evening ptt >150 inr 3.3, heparin decreased. Later that night ptt still elevated early on (B)(6) 2019 stroke like symptoms. Head CT 2.4 cm acute left cerebellar intraparenchymal hemorrhage. Reversed with vitamin k, kcentra and protamine and serial head CT with stable bleed. No additional information was provided.